Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Tip of screw tip at end of glenosphere impactor sheared off and stayed in the screw hole of the glenosphere. Procedure was completed successfully with no surgical delay or adverse consequences.

Event description:
Tip of screw tip at end of glenosphere impactor sheared off and stayed in the screw hole of the glenosphere. Procedure was completed successfully with no surgical delay or adverse consequences.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenosphere holder/impactor, which caused a misalignment of the device, and thus the breakage of the impactor. The device inspection revealed the following: the threaded front section of the glenosphere holder - piston is indeed completely broken off. The broken surface is smooth and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. No marks of corrosion can be noticed though. Hammer marks on the striking surface are clearly visible but as expected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique guide describes the full engagement of glenosphere holder/impactor and glenosphere to eliminate any spaces and movement of glenosphere impactor/ holder. As a reminder, the operative technique guide states: "glenosphere placement engage the desired definitive glenosphere on the glenosphere holder/impactor and place the glenosphere onto the glenoid baseplate. If using an eccentric glenosphere, use the eccentric alignment mark on the glenosphere impactor tip and align it to the laser mark on the underside of the eccentric glenosphere to place the glenosphere in the optimum orientation as trialed. [...] Caution: the attachment between the glenosphere holder/ impactor and glenosphere happens via a threaded connector. Care should be taken to make sure the axis of the instrument is parallel to the axis of the implant to avoid cross threading. Prior to impaction, make sure the glenosphere and baseplate tapers are aligned and that there are no protruding bone ledges or interposed soft tissue that may impede full seating of the glenosphere. Definitively seat the glenosphere by placing several sharp blows on the glenosphere holder/impactor." No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.